Event description:
A malfunction was reported on the pump with no notable events preceding it. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support provided information and assisted the caller in resetting the pump, after which the malfunction code did not recur. The customer was advised they could continue using the pump and to contact technical support again if the issue reoccurs, which they acknowledged and understood.